Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: during a spinal case on the morning of (B)(6), 2012, the surgeon noticed there was oil coming out of the tip of the drill attachment and dripped into the pt. The hospital rec'd new oil and filters the day prior, and the auto lube pedal was fill with oil to a level a couple of millilitres below the max line. After the case the nurse noted there was about a 3rd of it left. The nurse also mentioned that she checked the filter yesterday and it wasn't too saturated with oil. Her other though was that perhaps it was the lubricating oil that they use in cssd for the attachments. The surgeon reportedly noticed a dark colored substance coming out of the tip of the medium attachment, and on to the burr.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. W/o a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was rec'd.